Manufacturer narrative:
Follow-up for additional information and the device return are currently being requested. As the investigation is still in progress, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this 3000 25 mm valve was explanted due to unknown reasons. Implant duration of the valve was approximately seven (7) years and nine (9) months. The device was replaced with a model 11500a 23 mm. No other details are available at this time.

Manufacturer narrative:
It was reported that this device was explanted due to endocarditis after over seven (7) years of implantation. Late endocarditis [greater than 60 days post-implantation] occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The most likely cause of this event is due to patient factors. H11 - corrected data: based on the information provided, this event is no longer considered reportable.

Event description:
It was reported via the implant patient registry that this 3000 25 mm valve was explanted due to emergently due to endocarditis. The aortic valve was severely stenotic, with multiple vegetations. Both vegetation and calcification were reported from pathology. Implant duration of the valve was approximately seven (7) years and nine (9) months. The device was replaced with a model 11500a 23 mm. Per medical records, the patient was transferred from another hospital and presented with staph epidermis bacteremia and pacemaker lead vegetation. The patient underwent surgery, the ra and cs leads of the biv ICD were explanted via a subclavian approach, the rv lead was retracted to the ra given the presence of a large vegetation on the rv lead. The vegetation and lead explanted via a right arteriotomy. Upon exposure of the 25mm 3000 aortic valve, there appeared to be multiple vegetations. The 25mm 3000 valve was explanted the aorto-mitral curtain was reconstructed with bovine pericardium. The explanted valve was replaced with a 23mm 11500a valve. Both coronaries were left unobstructed. The patient easily weaned from bypass. A tee demonstrated a well-seated valve with no paravalvular leak. Protamine was administered and hemostasis was achieved. The patient was transported to the ICU in critical but stable condition. Upon arrival in the ICU, the patient demonstrated persistent lactic acidosis, an exploratory laparotomy was performed and the patient was diagnosed with a cirrhotic liver, in hepatic failure. The patient was not a liver transplant candidate and expired on pod #2.